Event description:
On (B)(6) 2009, the patient reported that both the up and down buttons of his infusion device work intermittently. At the time of the report, it was confirmed that the up button would not respond. He stated that the infusion device has not been dropped or exposed to water. He described the button as feeling "mushy". No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.